Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with ovation for an abdominal aortic aneurysm. Approximately 10-days post op a potential type ib endoleak was detected by ultrasound. A re-intervention was performed the following day; (B)(6) 2018 where an iliac limb extension was implanted to extend the distal seal successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported and is reported as doing well post re-intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.